Event description:
The customer reported that the ortho provue read a sample barcode ID incorrectly. Sample misidentification may lead to the reporting of erroneous test results. The customer identified the issue, preventing erroneous results from being reported.

Manufacturer narrative:
No definitive root cause was determined. Service was not dispatched since the provue hand held scanner was unable to read the sample barcodes and the analyzer misread the barcode upon second attempt. The issue may have been related to the sample barcodes. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated.